Event description:
360-degree intubation of the itrack advance and ovd delivery upon retraction was completed. When the device was removed from the eye the surgeon noticed that a small piece of the catheter was still in schlemm's canal. The surgeon removed the catheter piece with micro graspers.